Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 587 mg/dl. Customer is going to their doctor and declined high blood glucose troubleshooting. Customer was advised to change out set, reservoir and insulin and treat per doctor's instruction. No further details given.